Event description:
In 2003, pt was diagnosed with a kidney stone in their ureter. Five days later, pt underent laser ureteroscopy surgery. Following the surgery, pt was advised that the kidney stone was not removed and that the "basket" which was being utilized during the procedure "broke" leaving a "prong" in their ureter. The following month, a procedure was performed to remove a stent which had been placed at the time of surgery. Subsequent attempts to re-insert failed. Pt required placement of a nephrostomy. Patient sustained severe and permanent damage to their ureter. This info is being reported as it was communicated to the MFR. No info has been provided to date regarding any specific product failure related to the above referenced procedures.